Event description:
Prior to treatment with bovine collagen, the needle totally separated from the syringe during priming. The needle landed in the palm of the hand of the doctor. Neither patient nor pracitioner were injuried. This event is being reported because of the potential for injury should the event recur.